Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). Customer experienced high blood glucose of 22.6 mmol/l. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for bumped/dropped/cosmetic damage. No further complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit was downloaded using thump software and carelink. During download history review, no relevant alarms were noted to confirm harm code. The following testing were performed and passed: displacement, occlusion, rewind, prime/seating, basic occlusion test, displacement accuracy test, and force sensor test. No unexpected alarms or anomalies were noted. Unit was received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case at upper battery side, pillowing keypad overlay, stained keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery compartment was noted. During download history review no relevant alarms were noted to confirm harm code. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.